Event description:
Patient reported right side "raynauds' phenomenon." Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b.6, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, crease flat and broken shell. A microscopic analysis was performed, which identify a sharp edge opening assessed, as unidentified tear opening. A dimension measurement in the shell was performed, which identify the thickness within specification. Based on the device analysis, the final assessment is: a broken sharp in the patch/shell bond edge side assessed, as unidentified (tear) opening.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/oct/2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "raynauds' phenomenon"; this event is not device related. Healthcare professional reported rupture. Device remains implanted.